Event description:
It was reported that the power cord was burnt and melted at the power inlet. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.